Event description:
It was reported that during implant high impedance was noted on both the atrial and ventricular port on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction: for updated analysis conclusion and devices history report. Field complaint of high impedance was confirmed. The device was received with voltage above elective replacement indicator (eri). Impedance test performed and high impedance was noted. The cause of high pacing lead impedance could not be determined. During the investigation, a leakage capacitor on the hybrid was found. The anomalous capacitor was not contributed to field complaint nor affect the overall longevity of the device. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Field complaint of high impedance was confirmed. The device was received with voltage above elective replacement indicator (eri). Impedance test performed and high impedance was noted. The cause of high pacing lead impedance could not be determined. Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: g2 should have been selected.